Event description:
It was reported that there was an apparent lead fracture, and lead impedance was high: tip to ring impedance was greater than 200 ohms and tip to svc impedance was greater than 4000 ohms. The lead was explanted three days after implant, and replaced. No patient complications were reported as a result of this event.